Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was noted that the right ventricular (rv) lead was exhibiting oversensing noise. Programming changes were made to resolve the issue. There were no patient consequences.

Event description:
New information received notes that decreased rv lead sensing and high capture threshold were noted. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events of noise, inadequate capture, and r ¿ wave amplitude were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray inspection of the lead did not find any anomalies with the exception of procedural damage.